Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed one and a half years remaining longevity. During the recent check, the device showed less than three months remaining longevity. Boston scientific technical services (ts) checked data transmission and there was no fault code observed. May have gotten past voltage alert check points and started to show signs later in life. The device diagnostic data showed no low voltage fault has been declared, but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.